Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her one touch verioiq meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2014 at 11:00am. The patient detailed that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿three hours¿ after the meter issue occurred, she developed a symptom of ¿shakes¿, however denied receiving any treatment. During troubleshooting, the cca noted that it was the first time the meter had been used and that when they walked the patient through a re-test the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.